Event description:
It was reported that during the implant of this right atrial (ra) lead after implanting the right ventricular (rv) lead the ra lead dislodged. The lead was repositioned and the procedure was completed. The next day during a follow up, it was noted that the ra lead dislodged again and loss of capture was seen. Another revision took place to reposition this lead but it was noted that the helix of the lead was not able to extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned, this investigation will be updated.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during the implant of this right atrial (ra) lead after implanting the right ventricular (rv) lead the ra lead dislodged. The lead was repositioned and the procedure was completed.the next day during a follow up it was noted that the ra lead dislodged again and loss of capture was seen. Another revision took place to reposition this lead but it was noted that the helix of the lead was not able to extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that during the implant of this right atrial (ra) lead after implanting the right ventricular (rv) lead the ra lead dislodged. The lead was repositioned and the procedure was completed. The next day during a follow up it was noted that the ra lead dislodged again and loss of capture was seen. Another revision took place to reposition this lead but it was noted that the helix of the lead was not able to extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.